Event description:
Mammosite device was implanted in 2004. Balloon of device was noted to have ruptured during brachytherapy treatment. The pt needed to be put under anesthesia to remove the device six days later. The partially healed suture line required reopening to remove the device.